Manufacturer narrative:
G2: correction to company representative selection.

Manufacturer narrative:
Per the tandem user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple intermittent minimum fill notifications occurred after the user filled the cartridge with 120 units of insulin during the load sequence. Reportedly, customer did not disconnect the site prior to performing the load fill tubing sequence, allegedly resulting in a low blood glucose (bg) level of 50 mg/dl that was addressed by consuming carbohydrates. Reportedly, the customer continued to use the pump for insulin therapy.